Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 7555529-invalid, 755529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, uti, asthma, kidney stones, polycystic ovarian syndrome, endometriosis, gerd, amenorrhea and pregnant. Concurrent conditions included overweight, pap smear abnormal, genital bleeding, breast swelling, hemorrhoids, premenstrual syndrome, abnormal hair growth, arthralgia, cold intolerance, anxiety, depression, difficulty sleeping, tendency to bruise easily, perineal pain, endometrial biopsy, excessive menstruation, polymenorrhoea and anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain/cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hot flush, night sweats, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visualized in the intrauterine cavity: left-3, right-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016 ecto and endocervix with patchy chronic inflammation serosa: fibrous adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy periods, hair loss, pelvic pain, fatigue, weight gain, night sweats, pelvic pain, abdominal pain, dysmenorrhea, hot flashes lot number 7555529 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. 7555529, 755529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, menorrhagia, uti, asthma, kidney stones, polycystic ovarian syndrome, endometriosis, gerd, amenorrhea and pregnant. Concurrent conditions included overweight, pap smear abnormal, genital bleeding, breast swelling, hemorrhoids, premenstrual syndrome, abnormal hair growth, arthralgia, cold intolerance, anxiety, depression, difficulty sleeping, tendency to bruise easily, perineal pain, endometrial biopsy, excessive menstruation, polymenorrhoea and anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), hot flush ("hot flashes"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain/cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hot flush, night sweats, vaginal haemorrhage, migraine, headache, dysmenorrhoea, fatigue, weight increased, alopecia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: coils visualized in the intrauterine cavity: left-3, right-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: ecto and endocervix with patchy chronic inflammation serosa: fibrous adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : heavy periods, hair loss, pelvic pain, fatigue, weight gain, night sweats, pelvic pain, abdominal pain, dysmenorrhea, hot flashes most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. Reporter information were added. Lot number were added. Date of insertion and removal were added. This case become incident. Medical history, lab data and concomitant drug were added. Event injury were updated as pain. Event : hot flashes, night sweats, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain, hair loss, lower abdomen pain/cramping were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.